Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose level 400 mg/dl. Customer reported high blood glucose value was due to bent cannula of set. Customer resolved issue by changing set. It is unknown if the auto mode feature was in use at the time of the event. Insulin pump will not be returned for analysis.